Manufacturer narrative:
One cadd®-solis hpca ambulatory infusion pump was returned for analysis in good condition. The reported accuracy test was replicated. The customer's concern regarding failed accuracy was unable to be confirmed. Three separate delivery accuracy tests were performed; all of which were within the pump's delivery accuracy manufacturing specifications. The device passed all functional and delivery tests. No problems were found with the delivery accuracy of the pump.

Event description:
Information was received indicating that a smiths cadd®-solis hpca ambulatory infusion pump failed the volume accuracy test. The was no patient involvement.